Event description:
It was reported that during an unknown procedure, the titanium tip of the device was broken. The broken part did not fall into the patient. When the surgeon used the second device, the clamp arm of this scalpel could not be closed as usual. The surgeon switched to use a third device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.